Event description:
It was reported the patient had syncopal episodes. She had fallen and was seen in the emergency department. Device interrogation was attempted, but no telemetry observed. A magnet was placed over the device, but no pacing resulted and there was no device output. The device, which was a subcutaneous implant, was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis of the device revealed normal battery depletion. It was reported the patient had syncopal episodes. She had fallen and was seen in the emergency department. Device interrogation was attempted, but no telemetry observed. A magnet was placed over the device, but no pacing resulted and there was no device output. The device, which was a subcutaneous implant, was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination battery end of life - expected device evaluated and alleged failure could not be duplicated interrogate, difficult to output, none.